Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary. Investigation flow: adverse event/ damage. Visual inspection: 5.0mm ti locking scr slf-tpng w/t25 stardrive 42mm-sterile was received at us cq. Upon visual inspection at cq, it is observed that the locking threads near to the head part were slightly stripped. The threads most likely got stripped during explantation. Device failure/ defect found? Yes. Dimensional inspection (calipers: ca818): dimensional inspection of the received device was performed at cq. The diameter of the threaded part of the screw was intended to be measuring from 4.90mm to 5.05mm and it was measured to be 4.98mm which is within specification as per the drawing. Document/ specification review: the following relevant drawings were reviewed during investigation: locking screw. No design issues were found which can contribute to this complaint condition. Complaint confirmed? No. Investigation conclusion: a visual inspection, dimensional inspection, and document/ specification review were performed as part of this investigation. The complaint cannot be confirmed. A definitive root cause could not be determined for the reported problem. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot. Part: 412.215s, lot: 2l28044, manufacturing site: mezzovico, release to warehouse date: (B)(6) 2018, expiry date: december 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 corrected information: b4 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 42mm-sterile.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw/ unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent the removal of femoral neck system on (B)(6) 2019 due to the femoral head fell onto varus. Original implantation date was on (B)(6) 2019. It is unknown if there was surgical delay. Procedure and patient outcome was unknown. No further information is available this report is for one (1) unknown screw. This is report 4 of 4 for complaint (B)(4).